Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result with the cobas® sars-cov-2 & influenza a/b assay for use with the cobas® liat® system. On (B)(6) 2021, the initial patient's sample was tested with the cobas® liat® system m1-e-15996 and generated flu b positive, sars-cov-2 and flu a negative. The same sample was repeated on a different liat® system m1-e-00658 and the results were negative for all 3 targets. Both of the results were reported to the patient and or medical personnel. No harm is alleged. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Review of the alleged false positive growth curve showed no abnormalities, an indicative of true target amplification. The most likely cause for the discrepant results between the two liat assays is that the sample has a viral concentration in line with lod sample, where wavering results between reactive and non-reactive may occur and can be expected. No issues related to the customer allegation were identified. (B)(4).